Manufacturer narrative:
Possible part/lot numbers were provided; it is unknown which were the complained screws: quantity 1: part: 04.503.670.01s, lot: 2625979: 2.9mm ti matrixmandible locking screw slf-tpng 10mm. Quantity 3: part: 04.503.670s, lot: 2769584: 2.9mm ti matrixmandible locking screw slf-tpng 10mm. Quantity 3: part: 04.503.672.01s, lot: 2627915: 2.9mm ti matrixmandible locking screw slf-tpng 12mm. Quantity 1: part: 04.503.672.01s, lot: 2632292: 2.9mm ti matrixmandible locking screw slf-tpng 12mm. Quantity 1: part: 04.503.672.01s, lot: 2764510: 2.9mm ti matrixmandible locking screw slf-tpng 12mm. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The black mark remained at patient's granulation tissue firmly colored in black. The surface of the broken plate was also discolored. When the surgeon removed the reported reconstruction plate due to the breakage, the surgeon saw some broken portions nearby regions segmental resection performed. The surgeon also knew some locking screw heads were damaged at the moment. Then, the surgeon found the black spot on the granulation tissue underneath the removal plate. The black mark remained at patient's granulation tissue firmly colored in black. The surface of the broken plate was also discolored. The original implant date was (B)(6) 2012.

Manufacturer narrative:
(B)(6). A product investigation was completed: eight screws were received in package and one broken screw head. There is no corresponding screw shaft for the broken head. Eight screws: reviewing the device history record of all intact screws does show no deviation. Screws were determined as intact or damaged by extraction procedure like reported. One screw head was sent to us without the corresponding screw shaft. Reviewing the device history record of this screw head showed no anomalies. The exact root cause for this complaint could not be determined exactly. Screws were damaged possible by this plate breakage or like reported were damaged by the removal surgery. No manufacturing related failure was found. Patient¿s comorbidity inadvertently reported in test field instead of comorbidity field; moved to correct field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject devices have been received and are currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient had a removal surgery because the breakage of the implanted plate was detected. The plate was initially implanted in the patient during a reconstructive surgery in the past (date unknown). During the removal surgery, the surgeon noted some mark colored in black at treated region in the patient. This report is for an unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Added product problem to capture the reported damage to the screws reported in the previous follow up medwatch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records for all potential part and lot numbers was completed: article: 04.503.670.01s lot: 2625979: manufacturing location: (B)(4). Manufacturing date:19july2010. Expiry date: 01july2020. Article: 04.503.670.01s lot: 2769584: manufacturing location: (B)(4). Manufacturing date: 16august2012. Expiry date: 01august2021. Article: 04.503.672.01s lot: 2627915: manufacturing location: (B)(4). Manufacturing date: 26july2010. Expiry date: 01july2020. Article: 04.503.672.01s lot: 2632292: manufacturing location: (B)(4). Manufacturing date: 10august2010. Expiry date: 01july2020. Article: 04.503.672.01s lot: 2764510: manufacturing location: (B)(4). Manufacturing date: 29july2011. Expiry date: 01july2021. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.